Event description:
During phlebotomy, patient became unconscious and slid back into chair. Patient neck slipped between side arm and back of chair. Difficulty removing head from this location, but eventually able to .